Manufacturer narrative:
The information provided for date of this report was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a scratched display window and cracked battery tube threads. No moisture damage noted on electronic assembly or on motor. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 186 mg/dl at the time of incident. The customer stated that they were unable to clear the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.